Event description:
While reviewing programming history it was noted that the patient had an incomplete diagnostics that resulted in a settings change. The settings change was noticed but was not fully corrected at that appointment. The patient's magnet on time was left at 30 seconds on when it had previously been at 60 seconds on. It is unclear at this time if this was done intentionally.

Manufacturer narrative:
Patient identifier: corrected data: the initial report unintentionally reported the incorrect patient identifier. Age at time of event: corrected data: the initial report unintentionally reported the incorrect age of the patient at the time of the event.

Manufacturer narrative:
Analysis of programming history.